Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, yellow particles on the shell, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as identified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported unknown side "rupture" and "seroma had accumulated". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported unknown side "rupture" and "seroma had accumulated". The device has been explanted.